Event description:
On (B)(6) 2021, the patient underwent an endovascular procedure to treat an abdominal aortic aneurysm (aaa) utilizing a gore® excluder® aaa endoprosthesis (rlt261414). On (B)(6) 2026, the field sales associate was made aware that the patient received imaging revealing a type 1a endoleak on the rlt261414, and the physician was planning to reintervene. It is unknown if there was aneurysm enlargement associated with the endoleak and cause of the endoleak is unknown. On (B)(6) 2026, the patient underwent reintervention to treat the type 1a endoleak utilizing a gore® excluder® aaa endoprosthesis (cxa260005). Reportedly, there was still contrast visualized around the endoprosthesis in post-op imaging, so the physician was not certain that the endoleak was resolved. The physician reportedly could not add any more extension proximal, as there was no room for more extension. The physician plans to monitor the patient. The patient tolerated the reintervention procedure.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code c20 - the device remains implanted and, therefore, was not available for direct analysis by gore. H6: code b15 - gore imaging evaluation: the imaging evaluation performed by a clinical imaging specialist showed the following: one time point available for evaluation: post-implantation cta dated (B)(6) 2026. The length from the right renal artery to the proximal circumferential device appears to be ~39.9mm, by outer curve length. Aortic diameter 39.9mm (proximal circumferential device) appears to be 30.0mm. Contrast is visualized outside the proximal end of the device communicating with contrast inside the device thereby, confirming a proximal type I endoleak. Aortic diameter just distal to the rra appears to be 18.7mm. Aortic diameter 8mm distal to the rra appears to be 21.6mm. Aortic diameter 15mm distal to the rra appears to be 32.2mm. (At aortic angulation) the maximum aaa diameter on (B)(6) 2026 appears to be 64.3mm x 66.4mm. Cannot confirm aneurysm growth with one time point. There is contrast pooling in the sac at this level that communicates with contrast outside the proximal end of the device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.